Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The tip (including the bulb) of a penumbra system separator 054 broke as it was entering the penumbra system reperfusion catheter 054. It was retrieved from the catheter, and a new device was opened.